Event description:
It was reported that a malfunction occurred in the customer's insulin pump, identified by malfunction code 12. Customer¿s blood glucose level during the event rose to above 20 mmol/l. A correction bolus was administered via the pump, and there was no injury reported. The issue did not require third-party assistance, and the customer planned to use multiple daily injections to ensure uninterrupted insulin delivery. Tandem technical support agreed to replace the pump.